Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that leads have moved before and I had full on leg spasms. They had to be shut off and leads were moved.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va0a16h, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.